Event description:
Pt reports a pump malfunction for serial number (B)(6). Pt reports that the pump would have an error every time they would try to attach cassette. Pt thinks it may have been the downstream occlusion error but is not sure. Rph advised pt about checking the tubing for kinks or making sure tubing is not clamped. Pt insisted everything was fine and they have been doing this long enough that they know they just need the pump replaced. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current epoprostenol sdv (single dose vial) g-veletri dose: 35ng/kg/min. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Diagnosis for use: pah.